Event description:
It was reported that following implant, the right ventricular lead noted increased thresholds and low sensing value. The lead will be repositioned for contiued use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.